Event description:
Patient reported right side pain and capsular contracture, baker grade iii/IV. Healthcare professional later reported the right side ruptured and was "possibly nicked." Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of capsular contracture and rupture reviewed on 16-ene-2023. Visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. Rupture: it¿s difficult see the device because the photo in black and white. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported right side pain and capsular contracture, baker grade iii/IV. Healthcare professional later reported the right side ruptured and was "possibly nicked." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and rupture.

Event description:
Patient reported right side pain and capsular contracture, baker grade iii/IV. Healthcare professional later reported the right side ruptured and was "possibly nicked." Device has been explanted.